Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 378770a meets criteria. The product performed as expected. A review of the manufacturing records for lot #378770a did not uncover any non-conformances. Lot met release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
A variance between inratio inr results was reported on (B)(6) 2016. The results reported were as follows: (B)(6) inratio: 7.0, nes (not enough sample) error x 2; repeat: 1.6 the patient's therapeutic range is: 2.0-4.0. Testing was performed and patient observed an inratio=7.0. Concerned about the unexpected high result, testing was repeated with nes error x 2. Patient called the distributor and after being walked through the test procedure, the patient inratio test result was 1.6.